Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change out procedure and upon the attachment of the chronic right ventricular (rv) pace/sense lead the setscrew/grommet would not set correctly to keep the lead in the header. The physician was unsure if the setscrew was stripped or if it was a grommet issue. Physician decided to implant an alternate device which was able to be connected and implanted without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.if information is provided in the future, a supplemental report will be issued.